Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and experienced hyperglycemia on unknown date. The customer¿s blood glucose level was 421 mg/dl at time of incident. Customer stated that hospital took the insulin pump form them and asked not to use it in the mean time and they removed the battery. Insulin pump had a pump error alarm immediately after a battery change. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.